Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2316-50, serial #: (B)(4), description: infinion 1x16 perc lead kit-50 cm. Model #: sc-3400-30, serial #: (B)(4), description: infinion splitter 2x8 kit (30 cm).

Manufacturer narrative:
Sc-2316-50 (sn (B)(4)) device evaluation indicated that the lead passed visual examination test performed. Cable e3 was fractured near the electrode ring #8 of the proximal end. The root cause of the damage is unknown. There are no exposed cables. Sc-2316-50 (sn (B)(4)) device evaluation indicated that the lead body was bent at the proximal end, and fourteen cables were broken. The root cause of the bent proximal end is unknown. There are no exposed cables. Sc-3400-30 (sn (B)(4)) device evaluation indicated that the lead splitter passed visual, electrical and photographic imaging tests performed. The lead passed impedance measurements test. Visual and x-ray inspection found no anomalies. Sc-3400-30 (sn (B)(4)) device evaluation indicated that the proximal end of the lead splitter was bent, and cable e9 was fractured. There were no exposed cables.

Event description:
A report was received that the patient had some high impedances on the leads and was not receiving adequate stimulation. It was unknown what caused the high impedances. The patient underwent a revision procedure wherein the leads and lead splitters were explanted and new lead was implanted. No device malfunction was suspected. The patient was reportedly doing well postoperatively.

Event description:
A report was received that the patient had some high impedances on the leads and was not receiving adequate stimulation. It was unknown what caused the high impedances. The patient underwent a revision procedure wherein the leads and lead splitters were explanted and new lead was implanted. No device malfunction was suspected. The patient was reportedly doing well postoperatively.